Event description:
It was reported by service report that the siderail was not latching in the up position. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: timing link.